Manufacturer narrative:
There are no reports of any underlying health conditions that may have contributed to poor healing and no reports of any suspicion of infection being present. After the surgical intervention that took place in june 2025, the patient was not in contact with nalu staff for several months. The nalu personnel working with this patient were not aware of any healing issues until several months after the surgery when the patient was seen in the clinic for a follow-up appointment and the physician noted the incision was not fully healed. It was noted that the lead coil may have been implanted such that it was not laying flat and may have placed some pressure under the incision site. Poor healing is also a known inherent risk of surgical procedures.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the cluneal nerves. On (B)(6) 2025 a surgical revision took place to reposition migrated leads (see MDR 3015425075-2025-00218). After the revision, the surgical incision site failed to heal as expected. On(B)(6) 2026 the system was fully explanted and a new system was placed in a slightly different position to encourage the previous site to heal.